Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an inaccurate fill estimate was received after loading the cartridge onto the pump. The cartridge was reloaded to address the issue. Customer's blood glucose level ranged between 141-155 mg/dl.